Event description:
It was reported the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Cartridge and infusion set are typically changed every 3 days, and the pump has been exposed to cold temperatures (10-15 degrees fahrenheit).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.